Event description:
On 23rd february 2024, getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, the headlight's handle did not stay attached. Following the service visit, the technician stated that the handpiece had broken screw holders suggesting that the screws might have been overtightened when it was assembled. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: clinical engineer. (B)(6).

Manufacturer narrative:
The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, the headlight's handle did not stay attached. Following the service visit, the technician stated that the handpiece had broken screw holders suggesting that the screws might have been overtightened when it was assembled. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the locking part of the serializable handle is missing because all the 4 threaded holes holding this part are completely broken. There is no doubt that this breakage is the result of a big impact on the handle (radial impact). The root cause is an impact with another device. This is a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).